Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the o2 port of lap top ventilator 2200 does not have a notch and pisco connector comes out easily by pulling. The issue was found during patient use and the customer confirmed that there was no patient harm associated with the reported event.